Manufacturer narrative:
Device was discarded by the hospital. No evaluation will be performed. Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported that, the locking screw would not sit flush in the hole. Surgeon backed out screw and reinserted, but still would not sit flush. Tried second locking screw, with same result. Surgeon then placed non locking screw.